Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. It was reported that the patient fell around the time the measurements began to decrease. All other lead diagnostics have been stable. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.